Manufacturer narrative:
Based on supplier investigation, device history record (DHR) review did not indicate any exception that could lead to the reported incident. The average linting data is 0.121g/10pcs. A sample was not returned for investigation. Photo was provided which confirmed a small blue substance found on the white gauze. According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal to better control the linting and have implemented several measures to improve it: a. Suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process, b. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement, c. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces), d. In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, there is no abnormal situation happened in production or DHR. Therefore, the root cause could not be determined.

Event description:
Customer reported during a left heart catheterization, there was linting of towels pwtb04-stm onto gauze in the sterile tray from the arteriogram pack san21atnsb. There was no injury to the patient and no delay in procedure.